Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that every time they urinate, they feel like they were being electrocuted. Patient said they tried making changes with their therapy already and also turned it off, but they still feel like being electrocuted. Agent reviewed and informed the patient to contact their hcp to further discuss. Patient said they do not have any urologist. Agent offered sending them a physician listing, but patient said they will search for it online. Patient said that they had the same issue a couple of years ago and a rep had met with them at the doctor's office. Agent advised the patient that we can notify a rep to call and meet them, but it will be in the doctor's office. Patient said that it is an emergency and they cannot go the entire weekend having an electrical shock. Agent advised the patient that they can go to the emergency room and have the nurses or doctor call our nas to request for a rep to meet them at the hospital. Agent gave them the nas phone number. Additional information was received from a healthcare professional (hcp) on 2026-may-08. The reason for call was caller reported patient is in the ER because their bladder stimulator has been malfunctioning. Caller stated that, starting at 6 pm last night, patient felt a shock through their entire body (except for their head and neck) when urinating. Caller stated patient turned the implant off and the shocking has continued. The issue was not resolved through troubleshooting. Agent transferred caller to nas to page a rep to check the implant. Emergency room (ER) personnel called on (B)(6) 2026 to report that earlier patient felt shocking from the neck to the ankles, even though therapy was confirmed to be off. Later on, patient was no longer feeling that shocking sensation. Caller wanted to confirm that "off" means there is no stimulation. Technical services(ts) reviewed that stimulation off would mean that there is no stimulation. Ts offered to redirect caller to nas to page rep, since no one has responded, but caller declined. Caller mentioned that patient's "big uti", is likely the cause of the sensation. It was noted that patient was feeling the shocking when trying to urinate, but same bodily function later on didn't elicit the same sensation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.